Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio issues. The customer's blood glucose level was 167 mg/dl. The customer stated that they did audio test and did not pass the audio test. Insulin pump will not be returned for analysis.